Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log review confirmed the presence of a libre 3 sensor and multiple cgm alarms indicating low and urgent low bg levels throughout (B)(6) 2025. The system functioned as intended by issuing alerts for falling bg values. No motor or dosing errors were identified during this timeframe. The reported bg nadir was 53 mg/dl. There was no evidence of device malfunction. The cause of the user's hypoglycemia is indeterminate.

Event description:
On (B)(6) 2025, a user reported experiencing a low blood glucose (bg) episode on (B)(6) 2025 while using the ilet. The user stated they became dizzy during the event, fell, and broke their foot. The user self-treated the low with juice, sugar pills, or candy and did not require emergency medical intervention at the time. The broken foot was medically diagnosed and required surgery.